Event description:
Per mermaid medical complaint (case #: (B)(6)). Nature of complaint: the grey handle on the needle, moved from open to closed during use. The nurse was unable to move the handle (lever), the nurse applied more pressure and the lever broke off. The snare had not captured a sample, so a repeat was necessary.

Manufacturer narrative:
Device was evaluated, and it was found that the outer cannula had been crushed. It looks to have been crushed during the grinding operation of the point. The grippers that are used during the operation grasped the cannula incorrectly, and crushed the tube. Current process has been reviewed, and there is nothing in process that has this defect.

Manufacturer narrative:
Device was evaluated, and it was found that the outer cannula had been crushed. It looks to have been crushed during the grinding operation of the point. The grippers that are used during the operation grasped the cannula incorrectly, and crushed the tube. Current process has been reviewed, and there is nothing in process that has this defect. Product had been sorted for this defect during assembly internally. Also, all stock has been inspected. This looks to have been an escape. This is considered an isolated incident since no other complaints have been logged to date for this defect. Machine has been adjusted to not allow for the grippers to crush the outer cannula. Measuring the outer diameter of the tubing during first piece and final inspection has been added to the inspection criteria by way of the drawing. No crushed tubes have been identified since inspecting for this issue. Over 6 months of inspection. No other complaints have been received.